Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the tubing. The customer reverted to manual insulin therapy. The customer's blood glucose was 368 mg/dl.